Manufacturer narrative:
Same pt event as MDR 9610622-2011-00049 and 9610622-2011-00050.

Event description:
It was reported, a national loaner kit with arthrodesis nails was ordered in for this surgical case. Upon selecting the appropriate size nail, the implant box was opened and it was discovered that the implant had penetrated its sterile packing. The surgeon then made the decision to use a different nail. Upon opening the second nail, it was discovered again that the new nail had punctured through the sterile packing. The surgeon then made the decision to try a third nail. The third nail also had punctured through the sterile packaging within the implant box. A fourth nail was opened showed no evidence of damage, and was implanted in the pt. At the delivery of the loaner kit to the office and to the hospital, the implants showed no signs of damage.